Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the device was not communicating. A technical support specialist (tss) discovered that the device was initially offline in the remote support service (rss). The tss then confirmed that the device was restarted. After restarting, the tss checked the logs and found that the device was communicating without any issues. There was no disconnected icon, and everything was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.